Event description:
On (B)(6) 2010 - left total knee arthroplasty for djd of left knee. On (B)(6) 2011 - left knee revision total knee due to aseptic loosening of the tibial component of the total knee replacement.